Event description:
This is being filed to report recurrent mr, re-hospitalization and unexpected medical intervention. It was reported that in (B)(6) 2021 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 1. The patient returned on a later date with the mr increased to 4. The clips were noted to be attached to both leaflets. A second procedure was performed on (B)(6) 2022. Imaging was challenging with visualization of perpendicularity to the valve being poor. However, coaptation and insertion were able to be verified and a third clip was successfully implanted. A fourth clip was advanced to the mitral valve but interacted with the third clip causing an slda (single leaflet device attachment). The clip detached from the posterior leaflet remaining attached to the anterior leaflet. The fourth clip was not implanted and the clip delivery system (cds) removed. A non-abbott septal occluder was used to stabilize the slda. The procedure concluded with mr remaining 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the UDI number is not known as the part and lot number were not provided. Estimated date of event- (B)(6) 2022. The additional devices referenced are filed under a separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed because the part number and lot number were not provided. Based on the available information a cause for the reported mr cannot be determined. The reported mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.